Event description:
According to the reporter: two strands of v-loc broke at the loop when attempting to oversew staple line. This did not result in patient injury. No delay in case time. No bleeding in excess of 250 cc.

Manufacturer narrative:
(B)(4).